Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. Conclusion code: off-label use [under 21 years of age at time of implant ((B)(6))]. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, diopter -13.0 into the patient's left eye (os) on (B)(6) 2008. The surgeon reports low vault and refractive surprise; incident date of (B)(6) 2017.